Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) displayed an error. The printed circuit board (pcb) was reset, and the firmware was updated. It was also determined at analysis that both output connectors were broken. The keypad window was damaged (chipped). The lower case was damaged and contaminated and both wires on the liquid crystal display were pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error. The epg is expected to return into service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.